Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, implanted: (B)(6) 2017, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): information was received from the manufacturer¿s representative regarding a trial patient who was implanted for advanced evaluation (ae). It was reported that trial patient had a sinus infection, headache and pain. Additional information received on (B)(6) 2017 reported that they trial patient had some bleeding at the lead site and felt ¿stress and sore¿. Information received on (B)(6) 2017 reported that the patient was waiting to hear from their doctor because they needed antibiotics and because they thought they had a yeast infection. It was unknown if the issue was resolved. It was unknown if any surgical intervention had occurred or was planned. The patient status was noted as ¿alive ¿ no injury¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.